Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was discovered after cancelling treatment. An air detected in cassette warning and a draining slowly message was encountered during drain 3 of 4. The patient cancelled the treatment and saw fluid leaking from the cassette after removing it from the cycler. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. The patient completed treatment with manual process. In a follow up, the nurse said there was no harm, intervention or adverse effects associated with the leak. The cycler was air dried and has been used since with no further issues. The cycler set is not available to return as a sample

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was discovered after cancelling treatment. An air detected in cassette warning and a draining slowly message was encountered during drain 3 of 4. The patient cancelled the treatment and saw fluid leaking from the cassette after removing it from the cycler. Fluid was discovered on the external of the cassette and in the pump module area of the cycler. The patient completed treatment with manual process. In a follow up, the nurse said there was no harm, intervention or adverse effects associated with the leak. The cycler was air dried and has been used since with no further issues. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.